Manufacturer narrative:
Concomitant products: dtma1d1 ICD implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and delivered two inappropriate shocks due to noise. The lead impedance was high and rose greater than 30% on the day of the fracture and a large number of sensing integrity counters (sic) were noted. The rv lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and a high number of short v-v intervals. The rv lead triggered alerts for oversensing of noise and undefined high pacing impedance. The rv lead detection was programmed off. The lead was partially explanted and the remaining of the lead was capped. It was further reported that the left ventricular (lv) lead exhibited undefined high pacing impedance and had a history of high thresholds. The lv lead remains in use. No further patient complications have been reported as a result of this event.